Manufacturer narrative:
Precision studies were performed and these were ok. Rinse/wash levels, vacuum, and gear pump pressure were checked and these were ok. The water storage tank was found to be contaminated and it was cleaned. A probe was adjusted. Another probe was found to be slightly bent; this probe was changed and adjusted. A valve was found to be stuck. The valve was replaced and the flow path was cleaned. Test runs were performed. Controls were measured and were ok. There were no further issues with patient samples. The investigation determined the issue was resolved by the service actions. This event occurred in (B)(6). Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas c513 analyzer. No incorrect results were reported outside of the laboratory. Approximately 1 % of patient samples will repeat with values that are +/- 10 % different from the original value. The analyzer also had temperature and vacuum tank alarms. The hba1c reagent lot number and expiration date were requested, but not provided.